Manufacturer narrative:
The explanted devices were not returned to bsn by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's pocket was flushed out and the ipg was explanted due to a minor infection. The patient's symptoms included redness and swelling. The physician does not believe the infection was device or procedure related. The patient was given antibiotics and was reportedly doing well following the procedure.